Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia bilateral procedure, the customer informed the technical support engineer (tse) in the middle of procedure arm 1 had errors. Prior to calling in the customer power cycled the system but was unable to get the error clear. The tse viewed the system logs and found errors 319 pointing to the acc in universal surgical manipulator (usm) 1. The customer proceeded with the case using 3 arms and then would transfer their cases to follow to their other robot. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, the rolling loop assembly was observed damaged as the ground straps were strangle under the ball screw, which would be related to the reported event. The usm was installed onto a golden system where the 319 and 11 errors were triggered, replicating the reported event. The usm was the installed onto a pftp where the fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault.